Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 06 oct 2020.

Event description:
The customer reported the alarm light emitting diode (led) failed appeared in the error log. There was no patient involvement. The field service engineer (fse) advised the customer to replace the power switch overlay or the power management board. The customer replaced the power switch overlay and the issue was resolved.